Manufacturer narrative:
An ic-bipolar head dislocated out of the natural acetabulum after being implanted for an unknown time period. The manufacturing protocols of the affected products were checked. These show no deviations. An x-ray and the affected devices were available for inspection. The x-ray shows a dislocated (luxated) ic-bipolar head from the natural acetabulum and a disconnection between the ic-bipolar head cocrmo and the ic-head biolox¿ forte taper. It can be assumed that, firstly, dislocation of the ic bipolar head from the natural acetabulum occurred and, secondly, subsequently disconnection of the ic bipolar head and the ic head biolox¿ forte taper took place. Dislocation: what originally led to the dislocation of the bipolar head from the natural acetabulum is unknown. It is suspected that the dislocation is patient-related because based on the examination there is no product failure or technical error recognizable, but this cannot be established with certainty. Disconnection: it could be possible that due to changed forces within the dislocated prosthesis the biolox¿ forte head was levered out/pulled out of the bipolar head. However, this cannot be said with certainty. It is also possible that a disconnection was caused during an attempt at closed repositioning (not reported). The observed scratches on the outer shell and on the safety ring of the ic-bipolar head were probably caused by a sharp object during explanation. The calculated rate of occurrence for dislocation is below the threshold that is defined by the risk management. No measures required.

Event description:
Implantcast received the following report from the (B)(6) license partner on (B)(6) 2019: 'biolox forte head was dislocated from ic-bipolar cup without the safety ring dislocated.'